Event description:
It was reported that one day post implant it was discovered the right atrial (ra) lead had high threshold levels and had become dislodged. During the ra lead revision the right ventricular (rv) lead dislodged. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).